Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the flip flow catheter valve is becoming blocked easily. It was later reported per additional information received from the ibc via email on 15may2019; the patient suffers from ms and is a constant catheter user. She was prescribed antibiotics when the catheter is due to be changed every 28 days due to being a high risk patient for infection. She switched from a different valve to a bag with a flip flow valve. At the same time she started an antibiotics for a urinary tract infection. During this time she experienced a white mucous with gritty texture which was clogging the catheter and flip flow causing no urine to flow, the patient was bypassing the flip flow to release the urine. This continued for approximately 2 months and she found the flip flo valve was becoming blocked. During this time the patient was experiencing stomach aches due to urine retention. Upon removing the catheter a large volume of urine was passed. The patient has been provided with a clinisupplies valve and the patient is no longer experiencing the mucous or the urine retention.

Event description:
It was reported that the flip flow catheter valve is becoming blocked easily. It was later reported per additional information received from the ibc via email 15may2019; the patient suffers from ms and is a constant catheter user. She was prescribed antibiotics when the catheter is due to be changed every 28 days due to being a high risk patient for infection. She had to switch from a different valve to a bag with a flip flow valve. At the same time she started an antibiotics for a urinary tract infection. During this time she experienced a white mucous with gritty texture which was clogging the catheter and flip flow causing no urine to flow, the patient was bypassing the flip flow to release the urine. This continued for approximately 2 months and she found the flip flo valve was becoming blocked. During this time the patient was experiencing stomach aches due to urine retention. Upon removing the catheter a large volume of urine was passed. The patient has been provided with a clinisupplies valve and the patient is no longer experiencing the mucous or the urine retention.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to ¿biological deposits or lumen collapse¿ leading to a potential failure mode 'blocked lumen'. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: 'visually inspect the product for any imperfections or surface deterioration prior to use', it also states 'caution: this product contains natural rubber latex which may cause allergic reactions'. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.